Event description:
The patient reported the infection started immediately after the implant. Per patient, they never had medication in the pump because they weren't well enough and were infected from day one. Per patient, the pump and catheter were explanted (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
An infection was reported. The patient presented to the emergency room on (B)(6) 2012 with symptoms of chills, fever and drainage from pump wound. During the surgery on (B)(6) 2012, to explant the pump the health care provider "knicked" the spinal cord and another hcp was called into the procedure to "fix" the damage to the spinal cord. The patient was to be released from the hospital today and going to a rehab facility. The wound from the infection was still open and being packed. The patient has had no issues from the surgical complications. The pump was never filled with drug. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8598a, lot # n313870002, implanted on: (B)(6) 2012, explanted on: unknown. Catheter: model # 8709, lot # n297909002, implanted on: (B)(6) 2012, explanted on: unknown. (B)(4) dacron pouch (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).